Manufacturer narrative:
In the reported event a faulty internal battery caused a malfunction of the ventilator. The replacement of the internal battery solved the problem as reported. No patient impairment was reported. The description of the event was the only information which was available for the investigation. The device is in use again. A faulty internal battery can cause a restart of the device. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure to enable spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "during use on patient, the device occurred black screen at 20:17, power indicator was lighted. Exchanged to other device. The operator performed the device restarted and the device was normal again. No injury report, no stop ventilating report. The hospital ask other service company for repair, they found the intl. Battery was broken, intl. Signal disordered."